Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
The surgeon, reported to clinical education specialist that a gamma 3 nail broke three months after implantation (revision surgery). According to the surgeon there was no reason for the breakage.